Event description:
It was reported that an air embolism occurred. The patient was deemed a good candidate for watchman. A 24 mm watchman flx laa closure device and delivery system was selected but deemed not suitable due to the closure device not staying in place. A 27mm watchman flx closure device was then selected, and additional contrast shots were obtained with the 27mm closure device in the patient and after the 2nd contrast, partial bubbles and placement bubbles were noted behind the closure device. The mechanical index on the transesophageal echocardiogram (tee) machine was turned up in an attempt to burst the bubbles. No complications were observed.